Event description:
It was reported that ¿poor visibility off laser beam.¿ gland volume 50 ml. Joules used 156,128 joules. Time expended 26:04 minutes. The procedure was completed using a second fiber. Patient outcome ¿ok¿ reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber cap remains attached and exhibits a drilled through condition; the glass cap exhibits moderate detritus adhesion; there is some white unknown substance noted inside the fiber cap tip; the bevel section is melted. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. (B)(4).